Event description:
Paradigm insulin pump went off warranty (B)(6) 2011. Info rec'd indicates the screen on the pump is scratched and the buttons occasionally stick and do not always respond to initial commands. The serial number of the pump was requested, however, it has not been submitted to us. Date of use: (B)(6) 2007 - (B)(6) 2011.